Event description:
The pt reportedly experienced redness and soreness behind her ear. The pt was prescribed an ointment. The pt continues to be monitored. The pt was prescribed bactroban and augmentin. The pt continues to be monitored.